Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary a video was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned video. Upon visual inspection of the video, the video does not provide enough evidence to see the poor image reported, it was no possible to perform a visual analysis. A manufacturing record evaluation was performed for the finished device 1907035, and no non-conformances were identified. According with the visual inspection of the video, this complaint cannot be confirmed. The video provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: device manufacture date is unknown. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that on 11/29/2023, an all-in-one ccu+light row device ccs and monitor both went black while the tower, vapr, pump and printer were still on. According to the reporter, the tower was rebooted and while the monitor came back on the ccs did not. It was further reported that it took multiple attempts for the ccs to boot back up and the monitor had intermittently gone black for a few seconds. There was no delay in the procedure reported. There were no adverse patient consequences reported.